Event description:
The customer was hospitalized, due to low blood glucose. The customer stated that the cause of low bgs was possible pregnancy. Troubleshooting was performed. The insulin concentration was correct. The customer also stated that she has been making basal adjustments each time she received assistance or was hospitalized. In addition, the customer mentioned that the doctor believes it could be her diet and not enough protein.